Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the infusion set needle is defective. Caller stated during the last month they often find the needle bent when they take it off and consequently patient has experienced several hyperglycemia episodes; no blood glucose readings were provided. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer did not return the used suspect device. The customer returned (B)(4) unused devices from the same lot. These devices were tested and no malfunctions were observed.